Manufacturer narrative:
Device analysis: 1.0 ml syringe with 0.65 ml of gel remaining in it received with the needle still attached with the needle cap. A crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported "at the time of application, when the needle was attached¿ with 1 syringe of juvéderm ultra plus¿ xc, the ¿insert showed a crack which caused product to waste.¿ the crack occurred at the luer-lock level ¿which caused the product to escape through the crack rather than the needle, preventing the use of the remaining ampoule.¿ healthcare professional noted that patient contact occurred; event happened during injection. Confirmed no injuries occurred.

Event description:
Healthcare professional reported "at the time of application, when the needle was attached¿ with 1 syringe of juvéderm ultra plus¿ xc, the ¿insert showed a crack which caused product to waste.¿ the crack occurred at the luer-lock level ¿which caused the product to escape through the crack rather than the needle, preventing the use of the remaining ampoule.¿ healthcare professional noted that patient contact occurred; event happened during injection. Confirmed no injuries occurred.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "method of use-posology: remove tip cap by pulling it straight off the syringe as show in fig. Then firmly push the needle provided in the box (fig. Into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. If the needle cap is positioned as shown in fig. It is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. And pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage luer-lock level."

Event description:
Healthcare professional reported "at the time of application, when the needle was attached¿ with 1 syringe of juvéderm ultra plus¿ xc, the ¿insert showed a crack which caused product to waste.¿ the crack occurred at the luer-lock level ¿which caused the product to escape through the crack rather than the needle, preventing the use of the remaining ampoule.¿ healthcare professional noted that patient contact occurred; event happened during injection. Confirmed no injuries occurred.